Event description:
Per complaint form: physician deployed main body graft and the hemostatic valve at the distal end of the main body introducer sheath was defective and did not maintain hemostasis, an 18-30 check-flo introducer sheath was introducer to stop the blood flow.

Manufacturer narrative:
(B)(4) - valve leaks are not specifically addressed in the IFU. Event eval: still under investigation.